Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. Customer was treated with an IV drip and then released from the hospital. The customer indicated that the pump alarmed low reservoir, but the customer fell asleep and did not change the reservoir. No further high blood glucose troubleshooting was performed. No further details given.